Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: field service engineer was dispatched to the facility to investigate the device and could confirm the reported issue. As consequence, the distribution board, patient pump 1 and 2, and the circulation motor were replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that 3t heater/cooler system displayed an error (e17, "patient circuit 1 pump uses too much power.") On patient pump 1. The issue occurred during setup. There was no patient involvement.

Manufacturer narrative:
H11: all technical and safety inspection checks passed according to the manufacturer's specifications, and the unit has returned to customer's facility. A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported since, neither concerning trend has been identified. Based on the investigation findings, the most likely root cause of the event was related to wear/aging of the parts likely favored by the environmental conditions in which it works, such as condensation, humidity and high temperatures, or the action of disinfectants used in cleaning procedures, that contribute to wearing of the part. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.